Event description:
A circumcision was being performed on a seven day old baby boy by a physician using a 1.1 gomco circumcision clamp. When the physician attempted to disconnect the cone from the arm, it tore the shaft of the baby's penis. Tear required four sutures. No further surgical intervention is anticipated. The instrument was immediately sequestered and manual examination revealed the clamp did not release properly. Comparison with a newer clamp confirmed that the involved clamp was defective.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: labeling - inadequate instructions for use, telemetry failure, none or unknown, other. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.